Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the integrated electrosurgical unit (iesu) faulted during monopolar activation. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and found error c-34 on the iesu. The surgeon was continuing with the surgery using bipolar energy at this time. The site called back and reported that they had added the external foot pedals to use with a third-party external generator for monopolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the integrated electrosurgical unit (iesu) faulted after it powered on. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready to use. The iesu was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon consecutive start-ups, the unit displayed the c-34 errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed using a third-party generator as the vio integrated electrosurgical unit (iesu) generator was not able to function with monopolar energy. Patient demographics information was provided as well.

Event description:
Refer to h10/h11 for follow-up information.